Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's healthcare provider called to report that the implantable cardioverter defibrillator (ICD) is not working. The device remains in use. No patient complications have been reported as a result of this event.